Event description:
The customer's friend called to report that the customer was hospitalized for high bgs. The customer was already release at the time of call. The friend stated that the customer did not change the site in appropriate time and that was the cause of the hospitalization.